Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2022-38301. It was reported that the pacemaker and right ventricular lead exhibited noise that was over-sensed by the device. No intervention was performed. The patient status was unknown.